Manufacturer narrative:
(B)(4).

Event description:
It was further reported that unstable angina occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2015 935 days post index procedure, the patient presented emergently with substernal chest pain and dyspnea. The patients troponin levels were noted to be elevated. EKG showed high lateral t wave inversion and low lateral st wave depression. The facility reported an mi occurred. The patient was intolerant of dual antiplatelet therapy due to development of rectal bleed. So, no further intervention was taken and the patient was referred for scheduled intervention. The patient was on medical management for treating the event. The event was considered resolved and the patient was discharged the next day. In (B)(6) 2015. The patient presented emergently with persistent chest pain and was referred for cardiac catheterization which revealed 100% in-stent restenosis (isr) of the study stent in the distal portion. On the same day, the isr was treated with pre-dilation and placement of a 2.25x22mm non-bsc drug eluting stent. Following post dilatation, residual stenosis was 0%. The event was considered resolved. One day post procedure, the patient was discharged.

Event description:
(B)(4). It was reported that continuation of coronary artery disease and in stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented due to silent ischemia and unstable angina. Subsequently, the index procedure was performed. Target lesion # 1 was located in the saphenous vein graft (svg) to distal left circumflex (lcx) with 90% isr of unknown drug eluting stent (des) and was 18 mm long with a reference vessel diameter of 2.5 mm. Target lesion # 1 was treated with direct stent placement using a 2.50 mm x 20 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0 %. Additionally the distal left anterior descending (lad) artery was treated with balloon angioplasty. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2015, the patient presented emergently with a 3-week history of intermittent retrosternal chest pain. Chest x-ray revealed mild infiltrate in the right portion. Troponin levels were noted to be elevated while EKG showed regular sinus rhythm and st depressions in the lateral leads. The 80% isr of the 2.50 mm x 20 mm promus element¿ plus stent was treated using balloon angioplasty, with 0-5% residual stenosis. The event was considered resolved. The following day, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).